Event description:
Customer reported that she was delivering a bolus but ran out of insulin; she changed the infusion set and reservoir and the insulin pump was getting stuck in the rewind process. Customer was assisted on exiting the rewind menu and was able to complete the rewind and prime sequence. Alarm history was checked and there were no alarms related to the issue but a bad battery alarm was found which the customer stated it was cleared. Blood glucose value is 120 mg/dl. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.